Event description:
It was reported that the insulin pump alarmed motor error, had keypad issues, and alarmed no delivery during a bolus attempt. The blood glucose reading was 187 mg/dl. The customer stated that he had slept on the couch and was unsure how long the insulin pump's buttons may have been pressed because it was wedged. He believed that the act button had been pressed for 3 hours, but this happened one month ago. No significant events leading to the issues were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to cracked end cap. Unable to perform motor test due to flex cable on motor cracked. All buttons function properly, however moisture damage on keypad traces. The insulin pump was received with cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.